Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirmed the reported insertion axis not free to move. In logs, the 23007 error was found, indicating ¿high command velocity during wiggle test. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected. Probable root cause related to dof4 searchlight printed circuit assembly and gearbox.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the endoscope was not being recognized because of an "insertion axis not free to move remove any obstructions" message. Reportedly there was no obstructions and it appeared that universal surgical manipulator (usm) 2's arm housing had reached its uppermost position. The intuitive tech support engineer (tse) advised to remove the sterile adapter, undock the usm, and hard power cycle the system. The issue was not resolved. The procedure was continued without usm 2. There were no reports of patient injury.